Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email from a medtronic representative that the customer had passed out from hyperglycemia a year ago. The customer was called on the phone and she confirmed that she passed out from a low. The customer stated that she had slid off of her bed and stayed on the floor for a long time since she was unable to use her limbs. She had been laughing and not in her right mind and she did not get around to treating her low until about an hour had passed. The customer's friend helped treat with glucose tablets and her sugar rose and she went about her day. She specifically stated that the event was a diabetes issue but not an insulin pump issue. The customer confirmed that an episode of that severity was a one-time occurrence, and that she gets lows and highs all of the time; her lows sometimes range into the 20 mg/dl and 40 mg/dl territory, and she did not provide a high blood glucose amount. Troubleshooting was declined, and no products were shipped or returned.